Manufacturer narrative:
Concomitant products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins) and extensions was explanted because the hcp thought the battery was defective because the patient wasn't receiving therapy and believes the lead is properly placed. The patient had a CT scan that verified lead placement. Additional information was received from a manufacturer representative (rep). It was reported that the replacement surgery did not resolved the previous reported impedance and connections issues. The patient is the same as before the battery and extensions were replaced. If additional information is received, a follow-up report will be submitted. Please see report number 3004209178-2016-01018 and 6000153-2016-00722.

Manufacturer narrative:
Product analysis: the device passed all functional tests including impedance in saline test, connector block leakage test, and long term monitor test for 72 hours at body temperature.

Event description:
Please see report numbers: 3004209178-2016-01018 and 6000153-2016-00722.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.